Manufacturer narrative:
Component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 27862un20. Return testing was not completed as returns were not available. A ticket search for lot 27862un20 determined no elevated complaint activity related to the falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 27862un20 and the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. The historical performance of reagent lot 27862un20 was evaluated using worldwide field data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 27862un20 are within the established limits which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 27862un20 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. (B)(4). Patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results for one patient. On (B)(6) 2021, sid (B)(6) generated an initial result of 0.37 ng/ml, repeated 0.00 ng/ml, repeated two hours later on new collection 0.00 ng/ml (lab range 0.00 ng/ml is negative, >0.1 ng/ml is critical, 0.03 ng/ml to 0.1 ng/ml is elevated high). No impact to patient management was reported.